Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 months since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material clogging the nozzle could not be identified. However, it¿s likely the cause is related to reprocessing not being completed due to the occurrence of leakage. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to service where the original complaint was not confirmed. Service found the nozzle was clogged, the rubber glue was worn, the light guide lens was cracked and the bending angulation was out of specification. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope did not pass the leak test. The event was identified during reprocessing. There was no report of patient or user harm associated with the event. During testing and inspection of the device, it was discovered that incorrect or insufficient reprocessing was used for the next procedure. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.